Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 24-year-old female patient who had essure (batch no. C06466) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), acne ("acne"), mood swings ("hormonal changes describe: mood swings"), abdominal distension ("hormonal changes describe: bloating"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2018, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infection"), 2 years 10 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding (general),"), vulvovaginal pain ("vaginal pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, acne, mood swings, abdominal distension, genital haemorrhage, vaginal haemorrhage, menorrhagia, urinary tract infection, female sexual dysfunction, migraine, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, vulvovaginal pain and abdominal pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, acne, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, migraine, mood swings, nausea, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: the patient stated that "I'm struggling-to pee the next day after surgery". Most if not all symptoms were decreased. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2015: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were reported via social media : acne. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jan-2020: pfs received. The event 'medical device removal' was replaced with events from pfs: hormonal changes describe: mood swings, bloating, abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: urinary tract infection, apareunia (inability to have sexual intercourse), migraines / headaches, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vaginal discharge, fatigue, vaginal pain, abdominal pain were added. Lot number received. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery/ injury / my removal was the 19th') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced acne ("acne"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal and acne outcome was unknown. The reporter considered acne and medical device removal to be related to essure. The reporter commented: the patient stated that "I'm struggling-to pee the next day after surgery". Concerning the injuries reported in this case, the following one/ones were reported via social media : acne . Most recent follow-up information incorporated above includes: on 4-oct-2019: with follow up ((B)(6) 2019) it was detected that this record is a duplicate to both records us-bayer-(B)(4) (legal claim) and us-bayer-(B)(4) (post in social media, medwatch 3500a MFR number 2951250-2019-10885), both duplicates will be deleted after all information was transferred to this case (us-bayer-(B)(4)). New: new event was added: "acne". Essure was inserted for "for female sterilisation" on "(B)(6) 2015". The event medical device removal was amended with 'injury' and 'my removal was the 19th' (previously "surgery"). No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 24-year-old female patient who had essure (batch no. C06466) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), acne ("acne"), mood swings ("hormonal changes describe: mood swings"), abdominal distension ("hormonal changes describe: bloating"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). On (B)(6) 2018, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infection"), 2 years 10 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding (general),"), vulvovaginal pain ("vaginal pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, acne, mood swings, abdominal distension, genital haemorrhage, vaginal haemorrhage, menorrhagia, urinary tract infection, female sexual dysfunction, migraine, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, vulvovaginal pain and abdominal pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, acne, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, migraine, mood swings, nausea, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: the patient stated that "I'm struggling-to pee the next day after surgery". Most if not all symptoms were decreased. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2015: total bilateral occlusion. Lot number: c06466 manufacturing date: 2013-12 expiration date: 2016-12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-feb-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pelvic pain') and salpingitis ('chronic salpingitis') in a 24-year-old female patient who had essure (batch no. C06466) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometrial polyp and endometriosis. On (B)(6) 2015, the patient had essure inserted. In april 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), abdominal distension ("hormonal changes describe: bloating"), vaginal discharge ("vaginal discharge"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), acne ("acne"), mood swings ("hormonal changes describe: mood swings"), migraine ("migraines / headaches"), nausea ("nausea") and fatigue ("fatigue"). On (B)(6) 2018, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infection"), 2 years 10 months after insertion of essure. On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and genital haemorrhage ("abnormal bleeding (general),"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes) and hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, salpingitis, abdominal pain, dysmenorrhoea, dyspareunia, vulvovaginal pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, abdominal distension, vaginal discharge, female sexual dysfunction, acne, mood swings, urinary tract infection, migraine, nausea and fatigue outcome was unknown. The reporter considered abdominal distension, abdominal pain, acne, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, migraine, mood swings, nausea, pelvic pain, salpingitis, urinary tract infection, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: the patient stated that "I'm struggling-to pee the next day after surgery". Most if not all symptoms were decreased. There were (4) coils into the right tube, 3 coils in left side diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on an unknown date: bilateral follicular cysts. Ultrasound scan vagina - on (B)(6) 2015: total bilateral occlusion. Lot number: c06466 manufacturing date: 2013-12 expiration date: 2016-12, pelvic pain, vaginal bleeding, quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: new event: chronic salpingitis was added. Patient's medical history was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("surgery") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: the patient stated that "I'm struggling-to pee the next day after surgery". Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.